Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while performing a supply change and attempting to fill tubing, the user received an alert preventing progression; guided troubleshooting allowed a successful fill with an empty chamber, and replacing supplies enabled completion of fill tubing with insulin delivery resuming, though blood glucose remained elevated with values up to 297 mg/dl and the user administered 28 units of subcutaneous insulin via pen. Symptoms included hyperglycemia without reported ketone testing, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and self-management using back-up insulin. Investigation included review of user-reported event details and attempted follow-up for blood glucose updates. Investigation of this case revealed a device use issue was possible, as the user likely did not announce a meal and initial tubing fill attempts were unsuccessful until supplies were replaced, with no confirmed device malfunction. It was concluded that hyperglycemia occurred with cause unclear and no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.